Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 module and battery "caught fire". The device was not in use on a patient at the time of the event. There was no report of any adverse event.